Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having stimulation side effects following a battery replacement procedure. They think that the reason for the side effects was because the leads were flipped in the header block. They programmed the patient to adjust for change in orientation of the leads in the header and indicated that the patient was now doing better. On 2019-12-26 (rep): no additional information received.

Event description:
Additional information received from the healthcare provider (hcp) the extensions were placed backwards during the battery change due to a surgical error. The issue was unresolved as the hcp chose to note the issue on programming and there were no further complications.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 3389 lot# serial# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) reporting that on implant date after the implant surgery, they came out and were "curled up in a fetal ball." The patient added that they couldn't open their eyes and had a hard time waking up. The patient mentioned that the ins settings were lower and they didn't know why it wasn't working right. The patient noted that "the right took a lot more power than the left at that time." The patient stated that their doctor and manufacturer representative (rep) discovered that the surgeon had "wired it backwards." The patient explained that if they make an adjustment for the left side it actually affects their right side (and vice versa). The patient mentioned that it took about a month for their doctor to get everything figured out.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead; serial# unknown; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.